Manufacturer narrative:
Age and date of birth unknown / not provided. Patient weight. Additional PMA/510(k) number k072642.

Event description:
Doctor indicated that the ilrght screw fractured.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were two related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium large hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.